Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported problem of image freezing was unintended use error due to an accidental pressing of the freeze button.

Manufacturer narrative:
To resolve the problem, troubleshooting was performed by the reporter with the assistance of olympus technical support via the phone. The reporter was unable to duplicate the reported problems while troubleshooting and the equipment was verified to function as intended. The reporter indicated that the image freezing may have been due to use error. On follow up communication, the reporter confirmed that the problem did not reoccur during subsequent procedures. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the image froze and the image turned red upon white balancing the scope. There was no patient injury, associated with the problem, reported to olympus.